Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported right side enlarged lymph nodes (lymphadenopathy). The device has been explanted.

Event description:
Healthcare professional reported right side enlarged lymph nodes (lymphadenopathy). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported event lymphadenopathy was received on august 04, 2025 lot number 3021930. Based on the device analysis grid, the assessments of the complaint are: * lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.